Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the short interval count (sic) was > 3,000 when the patient came in due to shocks. There were 4 episodes. There was some small "60 cycle" noise in the egm of one of the episodes with ventricular oversensing. While checking everything, it was charted that the left ventricular lead (lv) was placed in the right ventricular (rv) port at a previous device change out. The physician took the patient to cath lab and placed the lv lead back into the lv port and implanted a 5076 in the rv port for sensing. The leads are still in use. No further patient complications were reported as a result of this event.